Manufacturer narrative:
Product was requested to be returned to evaluation and has not been received. Note: this report is based solely on the customer's reported issue. Note: instructions for use state: always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook and loop fasteners that do not hold securely. (B)(4).

Event description:
Customer reported while the restraints were in use with a patient, the patient was able to break the restraints. Customer is unsure exactly what part of the restraints are broken. This was discovered while in use with a patient but the date of when it occurred was not provided. No patient injury reported.